Manufacturer narrative:
Updated d.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original jar fully submerged in clear unknown solution. Minimal discoloration was noted the valve suggestive of blood contact. All leaflets were in the closed position. All leaflets were flexible with minor wrinkles and appeared intact with no signs of tears or damages. All commissures were intact. All sutures were intact. The valve was submerged in a warm (approximately 37°c) saline bath, resulting in full expansion of the frame. No damages such as bends or kinks were observed on the frame. The valve was placed in a cold saline bath to perform a loading simulation, following the instructions for use. During loading, the frame paddles seated properly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube covered the valve¿s commissure pad. Next, the inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted throughout the loading simulation. The valve was subsequently deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve, with no anomalies observed. Deployment continued through the waist and to the point of no recapture, without any issues noted. The valve was then fully deployed. No visual or tactile anomalies were observed throughout the deployment simulation. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve infolded due to severe leaflet calcification, with an agaston score greater than 4000. Pre-balloon aortic valvuloplasty was performed with a 25mm balloon. The infolded valve was identified at 80% deployment, removed, and replaced with a new 34mm valve and delivery system. Physicians performed another balloon aortic valvuloplasty with a 28mm balloon and implanted the second 34mm valve. Dissection was observed at the coronary and sinotubular junction levels. The patient subsequently died. Additional information was received that a procedural delay did not occur directly as a result of the infold, but it took 5-10 minutes to loader another valve. Per the physician, the patient's severe leaflet calcification with possible fusion of leaflets contributed to the infold. The death occurred the day of the procedure and the cause was annular dissection that the physician attributed to aggressive ballooning, not the medtronic valves or delivery catheter systems (dcs).

Event description:
It was reported that during a transcatheter heart valve procedure, the valve infolded due to severe leaflet calcification, with an agaston score greater than 4000. Pre-balloon aortic valvuloplasty was performed with a 25mm balloon. The infolded valve was identified at 80% deployment, removed, and replaced with a new 34mm valve and delivery system. Physicians performed another balloon aortic valvuloplasty with a 28mm balloon and implanted the second 34mm valve. Dissection was observed at the coronary and sinotubular junction levels. The patient subsequently died.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (lot: 0012443478); product type: 0195-heart valves; product ID: d-evprop34 (lot: 0012443478); product type: 0195-heart valves; product ID: evproplus-34 (j293591); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.